Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold which was confirmed by x-ray and noted no change in lead position. This rv lead was repositioned from septal to apical, and the procedure was completed. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.